Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device.  Proper device operation was confirmed during functional and performance testing.  The reported issue could not be duplicated.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.   Physio analyzed the device's configuration information and observed that it is configured to boot-up in the AED mode with lead ii in channel 1. The downloaded electronic patient records from the event show no indication that either the lead select button or the analyze button was pressed by the device user during the reported event.  Pressing either of these buttons would have changed the displayed lead in the channel 1 position from the default of lead ii to the paddles lead. The cause of the reported issue could not be conclusively determined; however, the likely cause was determined to be due to the ECG display remaining in the default lead ii selection and not being changed to the paddles ECG lead.

Event description:
The customer contacted physio-control to report that paramedics attempted to connect their device to a patient who was in cardiac arrest.  Paramedics intended to the use the device in AED mode and had applied third party "vermed" disposable defibrillation electrodes to the patient.  The paramedics advised that the device failed to display the patient's ECG rhythm and only showed dashed lines (- - -).  Paramedics then attempted to use a second set of "vermed" disposable defibrillation electrodes in order to resolve the reported issue; however, those attempts were unsuccessful. A backup device (also a lifepak 12) was then obtained from a nearby agency.  The customer advised that it took approximately 7 minutes before the backup device arrived on scene.  Once the backup device was connected to the patient in AED mode, it immediately analyzed the patient's ECG rhythm and delivered four (4) shocks.   The patient did not survive the event.

Manufacturer narrative:
The customer provided physio-control with the defibrillation electrodes used during the reported event (packaging was not included), as well as one (1) unopened package of "vermed" disposable defibrillation electrodes, for comparison and analysis. Physio opened the package of "vermed" disposable defibrillation electrodes and compared them to the electrodes used during the event.  Upon visual examination, physio determined that due to obvious differences between the two sets of defibrillation electrodes that the ones used during the event were not manufactured by "vermed" as originally reported. The manufacturer of the disposable defibrillation electrodes that were used during the reported event is unknown. Physio-control tested the unknown third party electrodes used during the event; however, no discrepancies were observed.